Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that during use of right ventricular (rv) lead the patient presented to healthcare facility with palpitation/discomfort in the chest, and rv lead pacing failure was noted. The patient was transferred to a different healthcare facility due to transcutaneous pacing condition. Evaluation revealed rv lead high impedance in bipolar and unipolar mode, high threshold, and fracture. Rv lead output were re-programmed to maximum in unipolar setting, and temporary pacing was used as a precaution. The rv lead was inactivated, a different lead was implanted and, an additional ipg implanted for backup pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.